Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded out of range right ventricular (rv) pacing impedance measurements of greater than 3000 ohms, exhibited by this transvenous defibrillation lead. It was noted that the patient had been lost to follow-up, and their last follow-up appointment was approximately two years ago. It was noted that the impedance measurement had been 3000 ohms. There had been no noise recorded on the rv channel. A technical services (ts) consultant advised attempting pocket manipulation and patient isometrics to try to ellicit noise on the rv channel, and if able to create noise, to consider a lead revision. They recommended a possible lead revision, and possible continued monitoring using latitude for closer monitoring. The physician elected to continue monitoring the patient. To date, there have been no reported adverse patient effects associated with this clinical observation. The device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.